Event description:
The physician assistant from the hospital called to inquire what about the insulin pump can cause hypoglycemia. She stated that the customer had blood glucose of 70 mg/dl in the morning and it kept dropping throughout the morning. The physician assistant had treated the customer with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.